Event description:
Healthcare professional reported "implant rupture" "and" per ultrasound report "the contents of the cyst show heterogeneous echoes, with irregular margins", "multiple small cystic structures measuring 3¿5 mm, containing heterogeneous fluid, with regular margins", "cystic lesions with heterogeneous fluid" and "ultrasound findings consistent with a right breast cyst". This record is for right side. Device was explanted and replaced with another manufacturer¿s device. It is unknown if the device will be returned.

Manufacturer narrative:
E1: phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.